Event description:
Manufacturer's agent called inform system user facility to follow up on fax containing the following inform/laboratory neonate patient blood glucose results from a correlation study. Each set of results is for a different neonate. All results are mg/dl: (B)(6) 2011 at 9:22 pm, using this meter, the first heelstick sample result was 48. At 9:31 pm, using this meter, the microtainer sample result was 51. The microtainer sample was then tested on the analyzer, result was 36. At 10:27 pm, using this meter, the first heelstick sample result was 51. At 10:29 pm, using this meter, the microtainer sample result was 50. The microtainer sample was then tested on the analyzer, result was 36. At 10:32 pm, using this meter, the first heelstick sample result was 46. At 10:35 pm, using this meter, the microtainer sample result was 47. The microtainer sample was then tested on the analyzer, result was 31. (B)(6) 2011 at 3:00 am, using this meter, the microtainer sample result was 109. The microtainer sample was then tested on the analyzer, result was 87. At 11:59 am, using this meter, the first heelstick sample result was 42. At 12:05 pm, using this meter, the microtainer sample result was 42. The microtainer sample was then tested on the analyzer, result was 32. At 5:48 am, using this meter, the first heelstick sample result was 54. At 5:53 am, using this meter, the microtainer sample result was 53. The microtainer sample was then tested on the analyzer, result was 40. (B)(6) 2011 at 5:46pm, using this meter, the microtainer sample result was 72. The microtainer sample was then tested on the analyzer, result was 55. (B)(6) 2011 at 11:30pm, using this meter, the first heelstick sample result was 61. At 11:34pm, using this meter, the microtainer sample result was 60. The microtainer sample was then tested on the analyzer, result was 46. (B)(6) 2011 at 2:08am, using this meter, the first heelstick sample result was 59. At 2:06am, using this meter, the microtainer sample result was 61. The microtainer sample was then tested on the analyzer, result was 46. (B)(6) 2011 at 10:45pm, using this meter, the first heelstick sample result was 82. The microtainer sample was then tested on the analyzer, result was 65. At 11:04pm, using this meter, the first heelstick sample result was 65. The microtainer sample was then tested on the analyzer, result was 51. (B)(6) 2011 at 9:13am, using this meter, the microtainer sample result was 36. The microtainer sample was then tested on the analyzer, result was 22. No patient information is available, and will not be obtainable. No adverse event reported. A request was made for the return of the meter and strips.